Event description:
The customer called to inquire about a 'return pressure high' alarm and a 'centrifuge pressure high' alarm 10 minutes into a therapeutic plasma exchange (tpe) procedure. While troubleshooting the alarms with a terumo bct call specialist, the patient became restless, was coughing, and short of breath. Oxygen was given. The physician ordered a chest x-ray because the central line catheter they were using had been placed that morning. The physician also decided to keep the patient hospitalized overnight. The customer stated the patient was doing better after she took him off the machine. The patient is in stable condition. Terumo bct is awaiting the return of disposable set. This report is being filed due to medical intervention in the form of oxygen, chest x-ray, and an overnight stay in the hospital.

Manufacturer narrative:
Investigation: per the customer, the physician ordered a chest x-ray and a dye study of central line catheter because the central line catheter they were using had been placed the same morning of the reaction. The x-ray and dye study indicated that the catheter was placed and working properly. Two procedures were performed 2 days later and the patient tolerated the procedures without any problems. Another procedure was performed on (B)(6) 2013, and the catheter gave them trouble again. They performed 2 more procedures without a problem. The machine was used for another procedure on a different patient following this incident without any issues. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information, per FDA request.

Event description:
During follow-up with the customer, they stated that the disposable set had been discarded,therefore it is not available for return.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. No issues were found during checkout. The centrifuge pressure sensor, voltages,access pressure and return pressure sensors were within specifications. A saline run was completed without incident. The device history record for the disposable lot was reviewed. There were no issues noted in the DHR that would have contributed to the patient's reaction. Root cause: this disposable set was unavailable for specific root cause analysis. The machine was evaluated, but no fault was found. It is possible that the patient experienced anxiety following the alarms received during the procedure.